Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of a scarred and heavily calcified right common femoral artery using a starclose se device. A 5-7mm incision was made at the sheath site/tissue track prior to device insertion that was the spread all the way down to the vessel. Reportedly, although the physician kept the correct angle during thumb advancer/exchange sheath splitting, resistance was met halfway through deployment and exchange sheath splitting could not be completed. The device was retracted from the vessel without using the safety release or by unlocking the thumb advancer. Manual arterial compression was applied to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event, resistance met halfway through thumb advancer/exchange sheath splitting and not being able to complete exchange sheath splitting, was confirmed as analysis of the device indicated flex-guide shaft carving occurred that prevented completion of thumb advancer/exchange sheath splitting. The starclose se device was reportedly deployed in a heavily calcified common femoral artery. The starclose se device instructions for use (IFU) under precautions states: do not deploy the clip in areas of calcified plaque. The IFU special patient populations states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The starclose se device was reportedly deployed in a heavily calcified common femoral artery. The starclose se device instructions for use (IFU) under precautions states: do not deploy the clip in areas of calcified plaque. The IFU special patient populations states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.